Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip referenced is being filed under a separate medwatch report.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation, underwent a mitraclip procedure, with implantation of two clips, reducing the mitral regurgitation (mr) from grade 3 to grade 1. On (B)(6) 2016, a transthoracic echocardiogram was performed due to suspicion that the clips had detached. On (B)(6) 2016, an echocardiogram was performed and noted recurrent mr of grade 3. Both implanted clips were noted to be detached from the posterior leaflet. Additional information was requested.

Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event: hospitalization was not reported - box unchecked. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which affected leaflet insertion into the clip, contributing to the slda; however, this cannot be confirmed. The reported worsening mr appears to be related to procedural conditions and due to the slda clips. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.